Event description:
Pt was brought into o.r for c/section. Pt was monitored for oxygen saturation with a nellcor oxicliq. The monitor (model unknown) in use was reported to reflect low oxygenation. The anesthesiologist in attendance administered lasix twice. The clip was changed, and oxygen level reflected 100%.